Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative replaced the mixing paddle, detection unit, bead mixer assembly, nozzles, printed circuit board assembly, and the dispenser syringe. He also performed maintenance. After the service, the issue still occurred. The analyzer was replaced. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
The analyzer's serial number was (B)(6). The field service representative cleaned the pipettes, purged the sipper, performed a liquid flow clean, replaced the measuring cell, pinch hose, and pipette hoses, and performed preparations, checks, and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient on a cobas e 411 analyzer (rack system). The initial result was 22.77 pg/ml. Three hours later, a new sample was obtained, and the results were 3.37 pg/ml and 3.41 pg/ml. The first sample was repeated and the result was 3.17 pg/ml with a data flag. The sipper was purged, and the measuring cell was prepared. The first sample was repeated, and the result was 24.62 pg/ml.